Event description:
It was reported the patient had an intermittent tingling sensation at the implantable neurostimulator (ins) pocket. The tingling sensation was intermittent and ¿largely positional,¿ but the patient also felt the tingling sensation when their stimulation was increased. Impedance testing was done and impedances were normal. The patient has two inss. One of the inss was switched on following implant and the other ins was turned on recently. The patient began experiencing the tingling since the second ins was turned on. The manufacturing representative stated connector ¿looked a bit different, but they were not sure if it was the angle of the picture or a problem with the connection.¿ the patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was okay on another contact.

Manufacturer narrative:
(B)(4).